Event description:
Home patient (hp) contacted baxter's technicial service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during dwell 3/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp accidently tugged on a supply line of the homechoice set causing it to become disconnected from the supply bag. Tsc assisted hp in ending therapy early and advised them to complete therapy manually. No patient injury or medical intervention was associated with this incident.